Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hysterectomy- "the team received a call today from a hospital worried that they've left an alexis in a pt who underwent a hysterectomy about a month ago. The reason they are worried is because they left an alexis in a pt a year ago and since then have added the alexis to their count list during the case. They discovered a count list from the hysterectomy that shows the alexis as unaccounted for. They would like to know if the alexis is radio opaque in order to scan the pt via x-ray. Could you please confirm whether or not the medium alexis (flexible ring) is radio opaque or not?" Patient status unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Engineering's analysis has determined that the root cause of this incident is due to use error. Based on the description of the event, there was no indication of device malfunction. Single use non-implantable medical devices, such as the alexis, are not intended to be left behind in the patient after surgery. It is the responsibility of the surgical team to account for all equipment used during the surgery and ensure their removal prior to the completion of the surgery. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from applied medical team member on december 2, 2016: the hospital representative stated that this event happened well over five years ago, but confirmed that "the alexis was removed and the patient is fine". Patient status - "fine".